Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they were voiding too much earlier last week so on the weekend went to adjust the setting and reported that while making the adjustment, they felt a shock so stopped using the external device and reported since then experiencing a burning sensation. Patient did got to hcp office yesterday, had a urine test and was diagnosed with uti and just started medication. With instruction patient connected to implant and decreased setting gradually from 4.7 to 3.9 and said that the burning has decreased almost completely. Reviewed therapy information and general programming guidance. Patient to complete treatment for uti and then after finishes medication to start monitoring symptoms and at that time if needed to make slight adjustment. Patient was directed to hcp office if isn't sure that uti has completely cleared. No further complications were reported at this time.